Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. Caller said patient's nurse told him the device is no longer working. Caller doesn't have further detail. No symptoms were reported, and no further complications were reported or are anticipated.